Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there were issues during set up of the system and error messages were received. The patient had an anterior vitrectomy. The exact event details are unknown. Additional details have been requested but not yet received.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. However, the customer did confirm that a lack of training contributed to the reported event. The system was manufactured on may 15, 2014. Based on quality assurance assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to inadequate staff training on using the system. The system was found to meet specifications. The manufacturer internal reference number is: (B)(4).